Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. It was also noted that the stent was bent on the balloon. There were no patient complications nor injuries reported.